Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery for the support the 59 year old female patient who had been admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history was not shared, beyond a known ventricular septal defect (vsd). The pump support was ongoing when on day 18 the patient went to the operating suite. The abiomed team had given the physicians the best practice recommendations to shallow the pump in the left ventricle and advised on cross clamping after the pump was shallowed. A second physician lifted the heart prior to cross clamping, and there was a left ventricle perforation along the heart's posterior wall. The left ventricle was repaired. The team was aware of best practices not being followed as advised, and of the pre-existing factor of the vsd that could have contributed to the harm. The pump was explanted on the day this occurred, and the patient survived. The pump had been used beyond the indicated use.